Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient has undergone four revision surgeries to excise granulation tissue ((B)(6) 2014 and (B)(6) 2015). The implanted device remains.